Event description:
Additional information received: patient came into hospital due to inappropriate shock. Floro examination showed externalized conductor.

Event description:
It was reported that when patient presented to clinic, out of range high voltage lead impedance and possible lead damage were observed. Episodes of shocks have been noted; however it was unclear if shocks were inappropriate. Lead was capped on (B)(6) 2017 and replaced. Patient was stable post procedure. No further information is available at this time.